Event description:
A male pt contacted lifecor customer support to report that he was carrying bags from his car and the monitor alarmed to "check monitor". The pt stated that he pressed the response buttons and the monitor would not turn on. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. Monitor would not power up because there was water inside the monitor that likely came in from the modem connector. The modem connector was heavily corroded. The voltage attenuator (tva3) was shorted on the auxiliary board. The root cause of the defective components looked to be water damage. The monitor was repaired, retested and restocked. No adverse event occurred due to the defective monitor. The pt received a replacement monitor.